Event description:
Report of one (1) employee having a reaction with the tourniquet. She had itchy eyes, hand and arms. She does have a history of skin problems and is treated by a dermatologist. Currently taking over the counter antihistamines. Stated that the affected employee may be allergic to the vanilla fragrance on the tourniquet.